Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction h6 component code: corrected from access port on initial to tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion/clogging of the material in the air/water channel, but the type of the material or root cause cannot be identified. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Additionally, there was no physical damage found at the location. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material found inside the air/water channel. There were no reports of patient involvement.